Event description:
A patient's family member notified the facility concerning a trach circuit (tubing) that had melted in one spot. Family member said that one tubing had melted and family member changed it out and the second tubing was beginning to melt. The circuits were westmed. A total of 3 circuits with the same lot # melted. The facility picked up all the circuits with that lot # from the pt's home as well as any from the warehouse and took them out of service. Co re-ordered circuits and received a letter stating that the circuit would be a correct match for the heating system curretnly in use on this pt. There have been no further incidents of over-heated circuits. Company does not think this was user error. Since this incident, company has learned that when you connect any heated wire circuit to a heather, the amperage, wattage, etc. Must be correct and with this particular circuit it wasn't clearly stated.